Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that this is a complaint is from the journey ii cr retrospective study in the united states reporting, adverse event number 1, for subject scs-0050. Only clinical report forms were submitted ¿ no medical reports were provided. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the sterilization records revealed the batch was sterilized with normal parameters. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a potential complication associated with any surgery. Some potential probable causes could include but are not limited to contamination, patient reaction, and a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient developed a stitch abcess in the distal end of her left knee incision. It was treated with antibiotics and surgery for incision and drainage. The wound had delayed healing with continued antibiotics and betadine treatments.